Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5357514, medical device expiration date: 2017-05-31, device manufacture date: 2015-12-23. Medical device lot #: 5251699, medical device expiration date: 2017-01-31, device manufacture date: 2015-09-08. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were clumping during use. No injury or medical intervention.